Manufacturer narrative:
The insulin pump alarmed button error and had no act button response due to corroded keypad traces. No frozen screen noted. Unable to verify for battery out of limit alarm and perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current test due to no act button response. The insulin pump was received with cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. Additionally, the screen was frozen and time has not advanced; the time was stuck at 4:53. The patient's blood glucose at the time of incident was 128 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump may be returned for analysis since the insulin pump was out of warranty.